Event description:
It was reported that the colonovideoscope experienced screen noise. Specific details surrounding the issue were not provided. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, the most probable cause of this complaint was traced to component failure- the ultrasound plug unit was not good, causing the screen to become noisy. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.